Event description:
Healthcare professional reported "capsular contracture, baker grade 3, change shape/size/style, other" via the national implant registry (nbir). This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.